Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative report dated (B)(6) 1994 indicates: ¿suburethral sling urethropexy" was performed. "Teflon sling with belly to the landing pad area, with two sutures of cv3 goretex. The right arm of the sling was then brought through the right incision right through the space of retzius. This was held with kelly and similar procedure was carried out on the left side." A gore device was not identified in the surgery record for the procedure performed on (B)(6) 19/94 is the alleged implant date) or in any of the other medical records gore has received to date. Medical records dated (B)(6) 2004 indicate: "in the past, had a bladder suspension with a graft of some kind of material which eventually 2 months after the procedure urethra and vagina as removed in the office [sic].¿ cystoscopy note dated (B)(6) 2004 indicates: "incontinence of urine and enuresis with an element suggestive of urge and stress status post placement of sling about 1997. Sling was removed because of erosion." (Note that previously referenced operative report dated(B)(6) 1994, indicates that a teflon sling was implanted in 1994). Medical record dated (B)(6) 2004 indicates: ¿I think that she has a mixture of stress and urge incontinence.¿ ¿especially the urgency has been diminished with the use of medication, but she probably needs some evaluation for potential correction of stress incontinence.¿ operative report dated (B)(6) 2004: patient underwent tvt placement for ¿mixed incontinence predominant genuine stress urinary incontinence.¿ the operative report noted that there was ¿significant granulation tissue in the area of prior suburethral sling.¿ medical record dated (B)(6) 2006 indicates: ¿pt c/o continued gsui ¿dribbling despite meds & tvt procedure [sic].¿ (B)(6) 2012 indicate: "denies genital urinary symptoms". The date on which the reported events occurred is unknown. Medical records for the removal of the teflon sling that was used in the "suburethral sling urethropexy" performed on (B)(6) 1994 were not provided. Based on the available information, a root cause for the report cannot be determined. - all information has been made available for tracking, trending and follow-up.

Event description:
It was reported to gore that a patient alleges to have experienced pain, dyspareunia, infections, bowel and urinary problems, and erosion after allegedly having been implanted with a gore device. Additional, event specific information has not been provided.

Manufacturer narrative:
Conclusion codes remain unchanged. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records after 4/12/1994 and before 3/29/1995 were not provided. A physician report dated (B)(6) 1995 indicates a ¿vaginal sling¿ specimen was analysed. The report states: ¿bacterial implement culture final: 4+ alpha hemolytic streptococcus, 1+ staph spec coag neg, 4+ diphtheroids.¿ records for a (B)(6) 1995 procedure or specimen collection were not provided. History and physical records dated (B)(6) 1995 indicate the patient was admitted to the hospital for abdominal pain. The records state: ¿sutures were removed on (B)(6) 1995 by her physician¿since that time she has had increasing abdominal pain such that she was seen by the ER¿¿ ¿at that time she was diagnosed with abdominal wall infection¿¿ a discharge summary dated (B)(6) 1995 states: ¿the suspension sling and sutures were protruding out of the patient¿s vagina and they were removed by a physician in (B)(6) on (B)(6) 1995. Since that time she has had increasing abdominal pain and she reported to the ER here where she was noted to have exquisite tenderness in the suprapubic region with a firm moveable mass.¿ ¿on CT scan the patient was found to have a 4.5 cm fluid filled collection superior to the right pubic ramus.¿ the records indicate the patient underwent CT guided percutaneous abscess drainage on (B)(6) 1995, and ¿successful drainage of the abscess was obtained.¿ records for the (B)(6) 1995 suspension sling and suture removal were not provided. Although no product identification has been provided, the instructions for use for most gore patch products includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary." ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Additional medical records have been received related to the implant of an unknown "teflon sling" used in a "suburethral sling urethropexy" on (B)(6) 1994 and described that on (B)(6) 1995 "the suspension sling and sutures were protruding out of the patient's vagina and they were removed by a physician..." The operative report for the procedure performed on (B)(6) 1995 has not been provided. A gore device was not identified in the surgery record for the procedure performed on (B)(6) 1994 or in any of the other medical records gore has received to date.

Event description:
This MDR is being submitted as follow up 1 to MFR. Report 2017233-2014-00106.